Event description:
Per the surgeon, confirmed that this patient's implant is placed in the vestibule instead of in the cochlea. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on dec 11, 2023.